Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was also image noise. However, the definitive root cause of the image failure and noise could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the head of the unit was cracked; the image failure was reported to be related to hidden damage inside the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had image failure. The issue was found during preparation for use in an unknown procedure. There were no reports of patient or user harm associated with this event.